Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9215-1-03 serial/batch (B)(6) was received for evaluation. Functional testing was not performed because the device was received in a broken condition. A visual inspection revealed that the tip had broken off. The fragments resulting from the break were not received for evaluation. The laser marks faded. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date is 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/02/2025, it was reported by a sales representative via (B)(4) that two ar-9215-1-03 quick connect handles are broken non-specifically. This occurred during use in a case with no patient effect.